Manufacturer narrative:
Event occurred on an unknown date in march, 2018. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. The root cause of this failure is related to plastic deformation as a result of the design of the device. These drivers have been designed to twist before fracture of the screw. The driver can still fracture, if torque continues to be applied, but this happens only after the driver first twists. As part of previous investigation, a field communication was sent out. The letter provides instruction to the user of the t7 drivers to address the bending and breaking of the driver tips. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. (B)(4).

Event description:
It was reported that the surgeon was using a driver to implant a screw, and the tip of the driver broke off during a procedure. Once the device broke, and it no longer functioned properly. No additional information has been provided.

Manufacturer narrative:
Patient date of birth was not reported to us. Root cause remains unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location unknown.

Event description:
It was reported that the surgeon was using a driver to implant a screw, and the tip of the driver broke off during a procedure. Once the device broke, and it no longer functioned properly. Attempts have been made and additional information on the reported event is unavailable.